Event description:
User claims that her bd pen was inaccurate. After giving her daughter injections with the pen, her child was unconscious and had to be hospitalized. The child was revived at the hosp and testing could not determine if she had experienced this incident because of an insulin overdose.

Manufacturer narrative:
The pen involved with this incident was returned and tested by becton dickinson consumer products. The pen was found to perform accurately with both novo and lilly insulin cartridges at 1 unit, 2 units, 5 units and 25 units. In addition, two replacement pens were sent to the customer and returned. These pens were also tested and found to be accurate with both novo and lilly insulin cartridges.